Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screws are loosening after the first sterilisation process.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Manufacturer narrative:
Investigation confirmed the black celcon impaction replacement component is loose from the metal block component. The investigation successfully tightened the screws that secure the black celcon impaction replacement component to the metal block component with no restrictions. The impactor was re-sterilized and the reported screws becoming loose after sterilization could not be replicated. The root cause of the reported event is unknown. It is unknown if attempts were made to disassemble the celcon impaction replacement or if the assembly was not secured during manufacture. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.